Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported local reaction could not be conclusively determined. The physician assessed that there was an inflammatory reaction similar to a foreign body response at the access site. The pathology report indicated that there was necrotic tissue in the groin but no foreign body was present. In addition, the physician does not know what may have caused or contributed to the necrotic tissue. Of note, the mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin requirements prior to each lot being released for commercial use. Additionally the IFU states: the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported by the aci sales professional that a patient experienced groin pain and a lump following a diagnostic coronary catheterization procedure (exact date unknown). There was no reported complication with deployment or acute hemostasis. Following the procedure, it was reported that the patient had since developed a tender, "walnut-sized" lump at the access site and has been reporting the tenderness to the physician since the procedure. It was reported that the patient underwent exploratory surgery on (B)(6) 2010. It was noted by the physician that there was an inflammatory reaction similar to a foreign body response at the access site. A culture was taken and the tissue was sent to pathology. On (B)(4) 2010, the aci sales professional reported that the pathology report states there was necrotic tissue in the groin area but no foreign body was present. It was reported that the physician could not assess what may have caused or contributed to the necrotic tissue. The patient is reported to have tolerated the procedure well and is doing fine without further clinical sequela. No further information is available.